Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Device not returned.

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs plus meter serial number (B)(4). At 10:27 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.4 inr. At 11:07 a.m., a sample from the patient was tested in the laboratory using the dave innovin method, resulting with a value of 1.7 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient currently feels fine. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take direct thrombin inhibitors. The patient takes lovenox and took a dose 3 to 4 hours prior to the event. The patient did not have any changes in diet or medication. The patient did not have any bleeding or bruising. Internal meter controls passed. No alcohol was used to prepare the patient's finger prior to sample collection. The customer's product has been requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 345217) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation could not identify a product problem. The cause of the event could not be determined.